Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Analysis of the returned device found that the catheter was kinked and noted the balloon was punctured. During functional testing, a demo guidewire was introduced to the catheter with slight resistance upon advancement. Additionally, the balloon leaked during inflation attempts. Due to the leak from the punctured balloon, the balloon could not be inflated; the reported event was confirmed. Additional information provided by the customer confirmed the device was prepared per directions for use (dfu) and in good condition after unpacking and preparation. It was further reported there was high stenosis proximal to the lesion and the lesion was heavily calcified. Based on the information provided and analysis of the returned device, it is likely that the gateway was damaged while being advanced into the patient due to the high stenosis and calcification at the lesion site. The damage to the device (kinked shaft and punctured balloon), which subsequently affected the functional performance (difficulty loading guidewire, failure to inflate, and leakage) is likely due to procedure factors encountered during procedure. As such, cause traced to component failure was assigned to this event.

Event description:
Analysis of the returned device found the balloon had a hole and was leaking. There was no clinical consequence to the patient as a result.